Event description:
It was reported that a patient presented non-sustained right ventricular oversensing due to post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator. On (B)(6) 2022 the patient had their threshold and ventricular delay parameters reprogrammed. The patient is stable post procedure.